Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose was 900 mg/dl at the time of incident. The customer reported positive results in ketones and also experienced nausea, vomiting, difficulty in breathing. The customer treated high blood glucose with intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer declined to perform a carelink upload. The infusion set cannula was bent. The insulin pump will not be returned for analysis.